Event description:
The customer reported that there was an intermittent generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.